Event description:
"S/p b subgl infra 225cc dc gels for augmentation - c/o progressive increased pain in breasts x yrs with decreased size - no h/o trauma or changes in shape/texture. Pt feels that pain is radiating into axillae, back and neck. In addition, c/o 3-4 yrs progressive systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, fatigue, sleep disturb, dizzy spells, swollen glands, low grade fevers, hot flashes, drenching night sweats, headaches, visual disturb, memory probs, hair loss, oral sores, rashes, and sens sun/chem. Pt has been dx'd & rx'd for fms with some relief. Fh negative breast ca. Pt is otherwise healthy."